Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient in (B)(6) who was receiving intrathecal gabalon via an implantable pump. The patient had an underlying disease of spinal cord damage. There was no history of complications or adverse reaction and there were no concomitant medications. There was report of puncture difficulty/difficulty inserting. There was report that the pump may be replaced on (B)(6) 2016. Per the physician who was scheduled to conduct the surgery, there was something like a hard solid mass at the drug infusion opening of the itb pump that made it difficult to pierce through under fluoroscopy during each refill and the situation had been ongoing for a while. This was also reported as when injection was conducted at every refill under fluoroscopy, the skin around the drug injection site of the itb pump was like stiffness (hard spot), and the physician seemed to have still difficulty injecting. "It was unknown that the skin around the injection site became actually stiffness. Pump condition was also unknown". There was no further information as this physician was not the attending physician. It was unknown if it was a lump or not nor what happened to the pump itself. This was noted as not serious, to which the patient had not recovered as of 2016-07-07. This was reported as unrelated to the investigational drug, catheter, programmer, and procedure, but unknown if related to the pump. Upon further discussion with the scheduled physician, it was confirmed that the pump could conceivably not be replaced if, for example, the lump in the body could be removed. The pump may be replaced depending on the situation. On 2016-08-01 the representative provided the pump's implant date, (B)(6) 2013. However, the device serial, further explanation of the lump reported, the cause of the lump and stiffness, date of the first refill session and date of the first experienced puncture issue, refill details, and if surgical intervention occurred at this time were all reported as unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further details were provided that on (B)(6) 2016, an incision of the pump pocket was conducted. Although the skin of the site was hard, stiffness or a thing like that was not observed. The operation was completed without any issues. In addition, the date of incidence of the reported complication, atopic dermatitis, was ¿around (B)(6) 2015¿ and the outcome of the adverse event was reported as recovered as of (B)(6) 2016. The daily dose during was reported as (B)(6) 2013 and continuing.

Manufacturer narrative:
Concomitant products: product ID: 8781, lot# n403457007, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received from a healthcare provider indicated refill on (B)(6) 2016 and (B)(6) 2017 was conducted without issue. The physician's assessment on (B)(6) 2017 considered the stiffness to be connective tissue (reactive membrane; "broke out") at the injection site. Since the patient suffered from atopic dermatitis, the skin of the abdomen was hard and "blackish." The exacerbation of the symptom was not observed after the intrathecal baclofen therapy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.